Manufacturer narrative:
The tcc-ez was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. A definite root cause cannot be identified as no product was returned for evaluation, however, to guarantee the performance of the product, proper preparation and application of the cast should be followed. It should be also consider that with the several layers: foam dressing, stockinette, felt padding and white sleeve to protect the skin from the exposure to the exothermal heat, there is a minimal risk to the patient and it is difficult to say that the second degree burn was developed because of the cast; therefore, the root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that a 41-year-old female patient had her xxx-tcc-ez removed in the emergency department due to burning sensation to the right medial calf at the top of her tcc. The burn of left medial calf has ruptured spontaneously, and she has been applying silvadene. Summary of medical notes: patient visited the hospital on (B)(6) 2020 with complaints of diabetic foot ulcer on the right plantar surface at the fifth metatarsal head. The patient noticed skin breakdown approximately mid (B)(6) 2020. As she was seen by her care provider, wound culture has been performed and found that she had staphylococcus aureus, e. Coli and enterococcus faecalis, then she was placed on ampicillin and levaquin. MRI was performed on her foot on (B)(6) 2020 and found no signs of osteomyelitis. Although, patient has good pulses bilaterally, dorsalis pedis, they were unable to get the abi¿s(ankle brachial index) and had an arterial ultrasound on (B)(6) 2020 and was without evidence of arterial inflow disease. The wound is smaller using calcium alginate with silver and pressure off loading and presents for tcc (total contact casting) application, on (B)(6) 2020 patient returns for cast replacement and tolerated it well, wound has improved very slightly with less depth. (B)(6) 2020 - her cast was removed in the emergency department for burning sensation to the right medial calf at the top of her tcc (total contact casting). Apparently, the sensation began medially upon application and progressed to the point where it is needed to be removed. First wound is open and located on right plantar foot. There is fat layer exposed, but no tunneling or undermining noted. There is a medium amount of serosanguineous drainage noted. The wound margin is distinct with the outline attached to the wound base. There is medium pale granulation within the wound bed and medium amount of necrotic tissue including adherent slough. Right plantar foot wound is debrided with curette and appears to be much better. She is offloading in her darco heel shoe and will continue over her topical dressing of foam with silver. She does have a blister along the medial left cast along the portion of her leg at the very top of her tcc consistent with a thermal injury. (B)(6) 2020 - her right foot planter wound has healed as she continues to ambulate on her darco wedge heel shoe. Burn of left calf has ruptured spontaneously and she has been applying silvadene. Second wound is open, was originally caused by thermal burn. The wound is located on the right posterior lower leg, there is no tunneling, or undermining noted. There is medium amount of serous drainage noted. The wound margin is distinct with the outline attached to the wound base. There is no granulation within the wound bed. (B)(6) 2020 - burn of left medial calf has ruptured spontaneously and she has been applying silvadene with further delineation of her burn wound. (B)(6) 2021 - her right foot plantar wound remains healed as she continues to ambulate in her darco wedge heel shoe. Burn of right medial calf is slight smaller, she has noticed some discomfort distal to the wound. This is probably just some nerve irritation. She states that her foot is doing fine. (B)(6) 2021 - her right foot plantar wound remains healed as she continues to ambulate in her darco wedge heel shoe. Burn of right medial calf is slight smaller, she has noticed some discomfort distal to the wound. This is probably just some nerve irritation. She states that her foot is doing fine and she has plans for diabetic insoles. (B)(6) 2021- her right foot plantar wound remains healed as she continues to ambulate in her darco wedge heel shoe. Burn of right medial calf is slight smaller, she has noticed some discomfort distal to the wound. This is probably just some nerve irritation. She states that her foot is doing fine and she has plans for diabetic insoles. The medial calf wound is smaller but is still present. (B)(6) 2021- burn of right medial calf is slightly smaller and noticed some discomfort distal to the wound probably due to nerve irritation. The medial calf wound is smaller but is still present. (B)(6) 2021 - she continued some discomfort distal to the wound and states that her foot is doing fine. The medial calf wound is smaller.